Manufacturer narrative:
Fracture of the re conductor was noted at 2.3cm from the connector pin, consistent with the field observations of high impedance and no capture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, exit block was noted in lv with maximum output. High, out of range, lead impedance was observed. During lead revision, capture threshold and impedance measurements were normal with the analyzer. Sometimes, high impedance measurement was noted with analyzer. Lv port was checked with rv lead and all the measurements were ok. Lead was explanted and replaced. Patient's condition was stable all the time.